Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received. The drainage lumen was flushed with a methylene blue and water solution. The solution was unable to advance through the lumen. Upon further examination, the catheter lumen did not line up properly. The inflation lumen stopped just short of the trifurcation, and when injected with a methylene blue and water solution, it sprayed back out of the top. The thermistor wire found to move all the way across the width of the catheter to the opposite side at the trifurcation. The drainage lumen did not align at the trifurcation either. A methylene blue and water solution was injected into the funnel, and the solution stopped above the trifurcation. There would not appear any blockage in the catheter, and the catheter was dissected below the trifurcation and the solution was then easily able to move through the funnel side of the lumen. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure mode could be due to tooling misalignment. The product used for the treatment purposes. The product had failed to meet the specifications, and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review was not performed due to the labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was unable to urinate because of the lumen blockage. Per notification received via investigator on 24sep2020, during the sample evaluation, it was found that the catheter lumen did not align properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was unable to urinate because of the lumen blockage.